Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable. It was further reported that the 76% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery. The balloon was inflated 3 times at 8 atmospheres for 10 seconds.